Event description:
Customer reported no delivery alarm on his new insulin pump while trying to give himself a bolus. Troubleshooting found the customer did not have any reservoirs. Customer stated, he wasted the last two reservoirs trying to use the pump. A replacement insulin pump and reservoir was sent to the customer. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.